Event description:
On (B)(6) 2015, the patient was implanted with a pump and catheter for ms (multiple sclerosis). Sometime after implant, the patient had weakness. The pump was programmed to minimum rate mode and the weakness improved, but the patient¿s tone increased. On (B)(6) 2015, the physician decided to change the drug concentration from 500 mcg/ml to 250 mcg/ml to be able to get a lower dose of 12 mcg/day. The physician was unable to program the bridge bolus with the 12 mcg/day dose. It was discussed that the pump was already at the lowest flow rate of 0.048 ml/day and had to deliver the 500 mcg/ml drug at 24 mcg/day. The physician decided not to do the bridge bolus. It was discussed that the flow rates were unchanged, both being 0.048 ml/day which meant that the patient would be getting the 500 mcg/ml drug in the catheter and pump tubing at a dose of 24 mcg/day and it would infuse for over 1 week approximately. The other choice was to do the removing system contents procedure. The device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient had severe ms (multiple sclerosis) with decline since the intrathecal baclofen test dose. At implant in the operating room, the pump dose was started at 25 mcg/day and the patient complained of weakness; the patient was too loose. The concentration was changed to 250 mcg/ml following the removing system contents procedure and the dose was set to 12 mcg/day. The patient still complained of weakness. The pump was then programmed to minimum rate of 3 mcg/day. The patient then complained of increased spasticity. The pump was returned to 12 mcg/day and the patient again complained of weakness. The patient was last on minimum rate of 3 mcg/day. The cause of the weakness/being too loose and increased tone was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).